Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female patient was attempting to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump was unable to advance due to high calcification within the patient's aortic arch. Therefore, the impella cp implant was aborted and an impella 2.5 was subsequently placed for patient support.